Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a working outlet for at least 30 minutes, after which the pump began charging using the original charging supplies. Cts to replace pump. Customer will continue to use current pump for insulin therapy.